Event description:
As reported by the user facility: reports the set leaked below the 0.2 micron filter. The medication that leaked was chemo, but unsure of what kind. Customer stated they have been experiencing more leaks after the anti-siphon valve conversion.

Manufacturer narrative:
This report has been identified as b. Braun medical inc., internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available, a follow-up report will be filed.